Event description:
Failure to osseointegrate.(B)(6) 2026 14:39:44 cet ((B)(6)).the material number has been updated, which is reflected in this followup report.

Manufacturer narrative:
The material number has been updated, which is reflected in this followup report.

Event description:
Failure to osseointegrate.